Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilatation procedure performed on (B)(6) 2024. During the procedure, the device was able to be used and worked for dilation. However, when the balloon was deflated and removed, it did not deflate enough to pass through the endoscope's instrumentation channel. As a result, the balloon was removed as deflated as possible with the endoscope and then cut with wire cutters once outside the patient's body. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found a kink near to the balloon. Also, only the distal section of the device (balloon) was returned; therefore, product analysis could not be performed because its functionality could not be tested. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was unable to be confirmed. The device was returned with just the distal section of the device (balloon); therefore, product analysis could not be performed because its functionality could not be tested. Therefore, the most probable root cause is cause not established. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during a dilatation procedure performed on (B)(6) 2024. During the procedure, the device was able to be used and worked for dilation. However, when the balloon was deflated and removed, it did not deflate enough to pass through the endoscope's instrumentation channel. As a result, the balloon was removed as deflated as possible with the endoscope and then cut with wire cutters once outside the patient's body. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.